Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the patient connected only one solution bag when two are required for this therapy. Furthermore, the patient replaced the solution bags without changing to a new cassette. From the data within the complaint information, the root cause was user error. Labeling review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation for the check supply line alarms is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving check supply line alarm on the homechoice (hc) machine during priming. The caregiver (cg) states that the home patient (hp) was unable to get through priming. The technical service representative (tsr) found that the hp uses 2 supply bags and was only using one. Also, the hp had switched bags without changing the cassette. Tsr advised the cg that they must change all supplies; the cg will set up with a new cassette and use 2 supply bags. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse the patient was seen since this event and is doing just fine. The nurse stated that the patient notified her of the event. There was no patient injury or medical intervention associated with this event.